Event description:
As reported, the 64 year old male patient had an initial right tha on (B)(6) 2018. The patient underwent a revision on an unknown date and the surgeon removed the head and then the liner, which was in pieces (as shown in photos). He then implanted a new g3 xle liner and a 40+7 biolox options head. There was no reported surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
Pending investigation. D10: 4569028 180-65-35 - alteon 6.5mm screw, 35mm 4895555 186-01-58 - integrip cc, cluster 58mm, g3 4985970 170-40-03 - biolox delta femoral head 40mm 0d, +3.5mm 5418807 188-01-10 - wedge plasma x/o sz 10.